Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Stroke: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 57 year old male patient, with a past medical history of nonischemic cardiomyopathy with heart failure with reduced ejection fraction of approximately thirty-five percent, an automatic implantable cardioverter-defibrillator, nonobstructive coronary artery disease, pulmonary embolism and deep vein thrombosis treated with anticoagulation, diabetes mellitus, end-stage renal disease on hemodialysis three times weekly, and new-onset atrial fibrillation, underwent transesophageal echocardiography. During the procedure, the patient developed bradycardia followed by cardiac arrest. Venoarterial extracorporeal membrane oxygenation was initiated, and multiple inotropic and vasopressor agents were required. The patient was transported to the cardiac catheterization laboratory where an impella cp device was successfully implanted for circulatory support. In the intensive care unit, the patient remained supported with inotropic therapy, vasopressor therapy, mechanical ventilation, and continuous renal replacement therapy due to underlying end-stage kidney disease. The following day, neurological concerns prompted head computed tomography, which demonstrated a mild acute hemorrhage along the posterior cerebral falx. A repeat head computed tomography on the third day showed a stable small left posterior falcine subdural hematoma. On the seventh day, extracorporeal membrane oxygenation was discontinued. Despite continued support, the patient experienced progressive clinical deterioration and died on the seventh day while receiving circulatory support. While the impella cp was coded for the subdural hemorrhage, it was likely due to the patient¿s high risk due to the underlying clinical conditions including blood clotting disorders, diabetes and end stage kidney disease. No device malfunction was reported, and clinical management decisions were based on the patient¿s underlying condition and response to therapy.

Manufacturer narrative:
B5 updated.

Event description:
The complainant has reported additional information upon request: "after reviewing my case report and daily updates, I have no additional information to add. The patient's neurological status post "stable" repeat CT was not part of the ongoing updates I received from the nurses & care team. The pump is not available for return."